Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had hip fracture surgery on (B)(6) 2014. A dynamic hip screw (dhs) system was implanted. Initial surgery was successfully completed without surgical delays. Reduction was successful. Imaging was taken periodically on unknown dates. Patient reported pain on unknown date. Imaging taken on (B)(6) 2015 confirmed a non-union and a broken dhs/dcs one-step lag screw. Patient was revised to bipolar hip replacement on 04/09/2015. Revision surgery was successfully completed without surgical delays. Devices and imaging are not available for evaluation. This report is 6 of 6 for (B)(4).